Event description:
It was reported that the patient had a 4-5 cm long x 2-3 cm wide, superior, full thickness skin injury following the use of the actiflo indwelling bowel catheter system. The mechanism of injury was not determined. The injury was not circumferential but directional, superiorly. No treatment was given due to the extent of stooling by the patient.

Manufacturer narrative:
No additional information was provided.